Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4). In a f/u call to the facility, the reporter confirmed that no pt harm was noted with the incident. The actual device has been received for investigation and the eval is in progress. A f/u report will be provided after the inspection results are available.

Event description:
As reported by the user facility: on (B)(6) 2012 under infusion of dopamine, no pt injury. Immediately checked pump due to high pressure alarm. At 7pm device read 1.64 mil; infused between 7 pm and 8 pm received pressure alarm. Nurse checked line there was no issues. At 8pm, reading went from 1.6 mil to 1.62 mil changed in opposite direction. Pt was disconnected from pump and pump was taken to biomed. Rate and volume the device set to deliver/infuse - .42mil per hr. No indicated how much solution was remaining in the IV container.